Event description:
When dr.(B)(6) tried to insert spsof into pancreatic duct for pep, the stent was kinked. User error - incorrect size wireguide used: olympus clever cut, visiglide2, 0.025inch, 450cm. (B)(4). So dr.(B)(6) used another spsof-5-7. User error: incorrect size wireguide used with replacement device.(B)(4). Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use: plastic stent storage cabinet what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus clever cut, visiglide2, 0.025inch, 450cm. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Dr.(B)(6) did sphincterotomy using the clever cut. Was the wire guide inspected for damage prior to use? No. Was the device at the centre of the complaint inspected for damage prior to use? No. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished?* dr.(B)(6) used another spsof-5-7. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other: pancreatic duct. Was resistance encountered when advancing the wire guide to the target location? No.was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area?n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Olympus clevercut, visiglide 2, cook pc-5. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-7 of unknown lot number was unavailable for return to cirl. With the information available, a document based investigation was carried out. Documents review including IFU review: prior to distribution all spsof-5-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-5-7 device could not be completed as the lot number was unknown. To ensure conformity of all batch release products, pack qc procedures, verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). The instructions for use, ifu0055 which accompanies this device instructs the user to: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ "select the cook stent introducer system (if not included) in the appropriate french size". There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.